Manufacturer narrative:
The device was not returned for analysis. Production record and similar complaint reviews were not performed because the lot number was not provided. Corrective and preventive actions (CAPA) reviews was performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance the knot. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to a knot advancement issue, include, but not limited to, rail suture tensioned without distal advancement, with the knot pusher or non-rail suture is tensioned/advanced or incorrect tensioning angle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number. A partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a ventricular tachycardia (vt) ablation interventional procedure using an 8f sheath. Reportedly, the knot could not be advanced completely and hemostasis was not achieved. This occurred with two proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.